Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was unable to duplicate the reported issue. The se the single board computer (sbc). The evaluation/repair of the device has not been completed

Event description:
It was reported that the ht70 plus ventilator will hang up on the boot screen intermittently. There was no patient involvement at the time of the event.